Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio: 7.0 inr; reference: 4.8 inr; mean 5.90; confidence limits = unable to determine. Date: (B) (6) 2009; inratio: 6.6 inr; reference: 4.8 inr; mean 5.70; confidence limits = unable to determine. The mean is >5.0 and the difference is equal to 2.2 for test 1. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Inratio precision data provided by end-user lot: date: (B) (6) 2009; 1st inr = 7.0; 2nd inr = 6.6; mean = 6.80; sd = 0.26; %cv = 4.16. Since 4.16 % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time.

Event description:
Caller alleged discrepant results compared with the lab. (B) (4)